Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications.

Manufacturer narrative:
The device was returned and evaluated. Leakage from the balloon was confirmed. The leakage was due to a small tear, 0.015 inches long at the distal edge of the proximal balloon bond. No other abnormalities were observed. A CAPA is in process for slit in catheter body related to balloon inflation.